Manufacturer narrative:
No information has been provided to date. One device was received. Per visual inspection, the entire device is slightly worn. Ehl shows "systemerror 46221" alarm messages. Functional testing confirmed the complaint, the pump had no closing pressure. The root cause was fluid ingression and main board damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The mainboard and expulsor will be replaced upon customer approval.

Event description:
It was reported that the closing pressure is too low. There was unknown patient involvement and unknown patient harm/adverse event reported.